Event description:
It was reported the charger does not communicate with the ipg. The pt has been unable to charge for the past 2 weeks. The pt has been without stimulation. The pt programmer displayed a communication error. Follow-up identified the pt felt a popping sensation at the ipg site. The pt has not been able to charge the ipg with the original charger since the incident. The replacement charger would not communication with the ipg as well. Surgical intervention will be undertaken at a future date.

Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was incided in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.